Event description:
It was reported that during the pre-use check, a phenomenon that looked like a partial occlusion in the tubing was observed. No patient injury or involvement was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device: patient/consumer.

Manufacturer narrative:
H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample and three (3) pictures were received for evaluation. Visual and functional testing was performed. Visual inspection found no kinks or occlusions detected. Sample was received without blue clip and without white cap. Functional testing of the sample was filled with colored water using a syringe to detect occlusion during the process. Results: the sample could be filled without problems. Device passed all functional testing. No problem found. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).